Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that vessel jailing occurred. In (B)(6) 2016, clinical status assessment indicated the subject¿s qualifying condition as stable angina (ccs classification: 3) and the subject was referred for cardiac in (B)(6) 2016, clinical status assessment indicated the subject¿s qualifying condition as stable angina (ccs classification: 3) and the subject was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 38 mm study stent. Following post dilatation the residual stenosis was 0%. The next day, the subject was discharged on clopidogrel. In (B)(6) 2017, subject was referred for cardiac catheterization. Coronary angiography was performed which revealed the 1st obtuse marginal (om) branch was jailed by the study stent, however the flow was patent.